Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering . The customer¿s blood glucose level was 340 mg/dl. The customer was treated with bolus using the insulin pump. The customer stated that they experienced high blood glucose. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.